Event description:
It was reported that the catheter was inserted via the left subclavian vein without difficulty. During dilation, a samll piece of the dilator tip separated. The small piece of dilator was detected via x-ray and remains in the patient. The patient expired later due to mycotic sepsis, and the cause of death was unrelated to the dilator separation.